Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user experienced an issue on the pyxis server, the medication was not included in the approval queue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user experienced an issue on the pyxis server, the medication was not included in the approval queue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user experienced an issue on the pyxis server, the medication was not included in the approval queue. The technical support specialist dialed into the server and confirmed that the medication existed in the pharmacy information system (pis) but was not appearing in the facility¿s approval queue. The database showed an old rejection dated, which may have caused the issue. Logged into the server application, navigated to medications > approval queue, and manually added medid 9412394 using the ¿add from pis¿ option. The customer can now approve or reject the medication. The system functioned as intended after the technical support specialist troubleshot the issue.